Event description:
It was reported that during a routine generator change out procedure ventricular fibrillation (vf) and ventricular tachycardia (vt) were induced when electrocautery was applied to the device when the implanting physician was cutting down into the pocket. The patient required external defibrillation. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4968-35 implantable pacing lead (B)(6) 2007; 6996sq58 implantable subcutaneous defib lead (B)(6) 2007.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated the actual longevity was less than 80% of the 99.9% predicted longevity limit. The device met 76% of the predicted longevity. There were no detected performance issues with the device. In the absence of the complete programming history, it is not possible to determine why the longevity did not match the predicted model. Analysis of the device memory showed the battery indicator signified time for device replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.